Event description:
It was reported that the user experienced elevated blood glucose following a cartridge-only change on the ilet with a teflon torso infusion set, with the highest cgm reading of 317 mg/dl and an insulin set expired alert; the user had eaten peanut butter toast with the usual breakfast announcement, and a site-only supply change was completed with guidance. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and glucose returned to range at 154 mg/dl on follow-up. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.